Event description:
Customer's daughter reported hospitalization due to high blood glucose reading of over 500 mg/dl. Customer reported light headedness and fainting prior to the hospitalization. Troubleshooting was performed and the drive support cap appeared to be normal. No leaks or unusual settings were noted. Customer reported a small white spot on the tubing as well as a bent cannula and a no delivery alarm on the insulin pump. Customer stated that the blood glucose levels were treated with insulin, however the readings would not go down. Customer's current blood glucose level is 489 mg/dl and has treated with a humalog quick pen. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.